Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening crack, broken fill tube, fluids clear inside the device and delamination. A leak test was performed and found opening on anterior and opening crack on diaphragm valve. A microscopic analysis was performed which identified an opening crack, delamination in the diaphragm valve, and broken fill tube. Based on the device analysis the final assessment is delamination of the diaphragm valve assessed as adhesive failure, a crack opening on diaphragm valve due to cracked valve seat diaphragm valve, and a broken valve seat diaphragm valve. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.